Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was unknown at the time of the incident. The troubleshooting was performed. During troubleshooting, the customer changed the infusion set and reservoir, insulin was not to drip after letting go of the act button during prime. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised forced sensor system alarm during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor (gold). Insulin pump passed the displacement test. Unable to perform the occlusion test and no delivery test due to compromised forced sensor system alarm.